Event description:
The user has reported that the handle of the device containing the off/on switch, came loose while in use during an oral surgical procedure. This resulted in a laceration of the buccal tissue of the pt's mouth. No medical treatment of surgical intervention was needed. The surgeon considered the laceration to be minor.